Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the cause of the issue charging the controller was the battery pack. The controller was reset and the issue resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was having trouble charging as it was not charging at all. Patient indicated that both the ins and controller were not charging. Patient mentioned that (B)(6) 2020 she went to the hcp and it was working but on sunday her issues started. Patient went to charge on sunday and was not able to she stated it told her it had to be reset. Patient did not have stimulator at all and stated "too far gone or something." Patient stated on sunday the time and date on the controller changed to (B)(6) 2011. Patient stated she went to chart the ins, would plug in rtm and the screen would say it could not charge and controller battery was low too and for her to recharge the controller. Patient reported she plugged controller into the wall and the controller would not charge. Patient reported "no device found" screen. Patient stated the screen said no device found previously, she would hit try again but still saw no device found. Patient attempted to start a recharge session during the call, patient saw no device found, then charge the controller screen. Pss had patient plug ac power supply into the wall (patient confirmed green light was on the box) then plug it into the controller. Patient then said the green light was blinking, but the controller was not able to find her device still. After a few minutes of charging the controller, patient said she saw screen 13 and then attempted to start a recharge session. After placing rtm over ins, patient described screens associated with passive recharge mode (looking for device, checking recharge quality), then said the normal recharge screen came up. Patient confirmed the following: charge quality excellent. However patient stated she was seeing "battery low, recharge controller soon." No symptoms reported. No further complications were reported/anticipated.